Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydra irrigation tubing was unpacked for inventory. According to the complainant, during unpacking, pink fibers or blue fuzz was found inside the sterile area of the sealed packaging. There was no patient or procedure involved.